Manufacturer narrative:
Investigation: 10 representative samples were returned for investigation. The 10 representative samples were subjected to visual inspection and separation force functional test. The 10 representative samples passed the acceptance criteria. No abnormality was observed. The needle cap was removed to measure the needle hole dimension and straightness. The needle hole dimension and straightness are within the acceptance criteria and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. A review of the past 12 months qn for catalog 393222 was performed. There is no related qn on defect or condition of safety shield activation failure.

Event description:
It was reported that the safety mechanism of three bd venflon¿ pro safety peripheral safety IV catheter with injection valve were broken, and it was also reported that the needle almost did not come out from the cannula. The following information was provided by the initial reporter: ¿ the safety mechanism broke and also the needle allmost didn`t come out from the cannula. ¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of three bd venflon¿ pro safety peripheral safety IV catheter with injection valve were broken, and it was also reported that the needle almost did not come out from the cannula. The following information was provided by the initial reporter: "the safety mechanism broke and also the needle almost didn't come out from the cannula."